Event description:
It was reported that an angioplasty was performed going through a left arm av fistula for a 90% stenosis in the innominate vein. The doctor used a 7f sheath and a 0.035 guide wire for the procedure and a 10cc and 3cc syringe to inflate and deflate the balloon. After the second inflation, the tech heard a pop sound, and when the doctor tried to deflate the balloon, he was not able to. After several attempts failed, he then inserted a longer glide wire, 250cm, to replace the 0.035, 145cm, and 'parked it' in the ivc prior to rupturing the balloon. An inflation device was used to rupture the balloon under direct fluoroscopic observation and the balloon was noted to be intact. It was carefully removed from the pt's body via the sheath and found to be completely intact. There was no reported injury to the pt. The procedure was completed with another pta balloon without incident.

Manufacturer narrative:
The DHR was reviewed and confirmed that lot met all release criteria. The returned sample was evaluated visually. Approx 6mm of the outer shaft is necked down/stretched immediately below the proximal balloon joint onto the inner shaft. The stepped portion of the shaft is damaged with the bullet partially in the step but not blocking the portholes. Excessive force applied could cause the damage exhibited in the shaft. The balloon would not deflate due to the outer shaft being stretched down onto the inner shaft. The damage exhibited in the outer catheter shaft (necked down/stretched portion immediately below the proximal balloon joint onto the inner shaft) caused the balloon no to deflate. The complaint is confirmed. No root cause of the damage to the catheter could be determined; however, it does not appear to be manufacturing related.